Event description:
Boston scientific received information that during a routine follow-up, this right ventricular lead exhibited oversensing and was confirmed dislodged. The physician elected to surgically intervene and reposition the lead. To date, the lead remains implanted and active. No loss of capture nor asystole, was exhibited during the dislodged period.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.